Event description:
It was reported that the physician's programming system was not charging properly. This had been occurring over the last few months. Troubleshooting was performed and the serial cables were switched between the physician's programming system and the manufacturer's representative. When the cables were switched, the physician's handheld began charging normally. The serial cable was returned to the manufacturer for analysis. Analysis was completed on (B)(4) 2012. An analysis of the serial cable identified that the power cable portion had an intermittent connection. Continuity testing was able to verify an intermittent negative electrical connection in the power connector portion of the hhd serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Follow up was performed with the site and it was indicated that the physician did not recall any mishandling of the device or any events that may have led to the issue.